Event description:
A nurse reported during an intraocular lens (iol) implant procedure, the toric lens models seem to rotate easily during and after implantation. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. Only video was returned. Video review: a 57 second video was provided. The video does not show the lens preparation or lens delivery into the eye. The video begins by displaying the lens already inside the eye. The irrigation and aspiration portion of the surgery was underway. The viewing area is toward the upper right of the monitor. The I/ai tool is shown manipulating the eye. The toric axis marks are observed on the optic. The tool removed bubbles (liquid) and what appears to be loose remnants of the eye or cataract that occur with surgery. The video abruptly ends. The reported complaint cannot be confirmed from the provided video. No product was returned and not enough information was provided to complete the investigation. A final root cause cannot be determined based on available information. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).